Manufacturer narrative:
Event was reported to have occurred on an unreported date in late (B)(6) 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The physician prescribed oral cephalosporin for treatment; however, the patient had a history of allergy to the medication, therefore it was recommended to stay home for observation. At the time of this report, the patient was not recovered from the event and pd therapy was ongoing. No additional information could be provided as the reporter declined follow up.